Event description:
The svc report shows the device volume delivery is out of specs. The svc technician verified a leak in the system causing the volume fluctuation. The st inspected the device and replaced the cup seal. The unit passed extended testing.